Event description:
It was reported that the insulin pump alarmed no delivery during manual primed. Customer's blood glucose was 466 mg/dl. Customer treated high blood glucose with the insulin pump. The customer was assisted to do troubleshooting and the insulin pump did not alarm no delivery. The insulin pump is working as designed. Customer mentioned that he is on dialysis and makes his blood glucose high. Customer stated that he is in the process of speaking to his healthcare provider to get it all corrected. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.